Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional reported "bilateral capsular contracture", baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified yellow particles on the shell and flat creases. A leak test and microscopic analysis were performed which identified the unit does not leak. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with the product and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional reported "bilateral capsular contracture", baker grade unknown. Device has been explanted.